Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son was experiencing high blood glucose. Blood glucose level of customer was 500 mg/dl. It was unknown whether the customer using auto mode feature at the time of reported high blood glucose event. No further details given. The insulin pump will not be returned for analysis.